Event description:
It was reported that removal difficulty occurred. A 035/180/3mm amplatz super stiff guidewire was selected for use. During the procedure, the wire was inserted into the pacemaker right ventricle (rv) to insert the sheath, it got stuck and could not be removed. The wire was forcibly pulled and successfully removed. The procedure was completed with a different device. There were no patient complications as a result of this event.